Event description:
It was reported that 4 bd venflon¿ pro safety peripheral safety IV catheters leaked either blood or infusion solution during use. The following information was provided by the initial reporter, translated from german: "blood or infusion solution comes out of pink syringe attachment part. Additional information received on 10 march 2023: the date (B)(6) provided in salesforce is correct. That¿s the date of the event the last time it happened, before that it had been observed more than four times but not reported properly by the user, more details on these events are not available. Additional information received 09 march 2023: the issue has been observed more than four times. Exact dates of the events no available it happened at the hospital."

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd venflon¿ pro safety peripheral safety IV catheters leaked either blood or infusion solution during use. The following information was provided by the initial reporter, translated from german: "blood or infusion solution comes out of pink syringe attachment part. Additional information received on 10 march 2023: the date (15.02) provided in salesforce is correct. That¿s the date of the event the last time it happened, before that it had been observed more than four times but not reported properly by the user, more details on these events are not available. Additional information received 09 march 2023: the issue has been observed more than four times. Exact dates of the events not available. It happened at the hospital xxxxx".